Manufacturer narrative:
Field service performed several troubleshooting procedures, including replacement of parts and determined the sample probe was the cause of the issue. Field service replaced the probe and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for c402538. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the architect c4000 processing module or the sample probe. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Additionally, labeling was reviewed and found to be adequate. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem; and instructions for replacing the sample probe. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
Additional patient results received. The following data was provided: sid (B)(6) (sample drawn (B)(6) 2021 ran on (B)(6) 2021) initial result was 20 mmol/l, repeated on (B)(6) 2021 and the result was 26 mmol/l; sid (B)(6) (sample drawn (B)(6) 2021 ran on (B)(6) 2021) initial result was 21 mmol/l, repeated on (B)(6) 2021 and the result was 27 mmol/l, sid (B)(6) (sample drawn (B)(6) 2021 ran on (B)(6) 2021) initial result was 19 mmol/l, repeated on (B)(6) 2021 and the result was 27 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed co2 results generated on the architect c4000 instrument for one sample. The initial result was 18.0 mmol/l, repeated 30.0 mmol/l (normal range 22 to 30 mmol/l). No impact to patient management was reported.